Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. When our investigation has been completed, a f/u report will be submitted.

Event description:
It was reported while using a catheter during an ablation procedure, the irrigation port broke. Cryo-therapy was used to complete the procedure. There were no consequences to the pt.